Event description:
Patient not able to lose weight so removal of gastric band found: tubing fracture and disconnect. Severe scar tissue in the proximal stomach involving left lobe of liver. Gastric band placed approximately 11 years ago in another country. Patient had 4 band port revisions in the last 24 months and still patient gaining weight.